Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.